Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 42 mg/dl. Customer consumed carbohydrates and administered a glucagon injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and dextrose, resolving the issue with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer still in hospital at time of report so no release date could be obtained.